Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply, calibrated the collimator, reseated circuit boards, and replaced the cable harness. System operates as intended. (B) (4).

Event description:
The customer reported the collimator/camera orientation is not functioning properly. No pt injury was reported.